Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history: part: 314.020, lot: 2041458, manufacturing site: (B)(4), release to warehouse date: 30. Sep. 2002. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the handle part of a screwdriver with holding sleeve is worn. No patient involvement. This is report 1 of 1 for (B)(4).